Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported difficult positioning and single leaflet device attachment cannot be determined. The reported foreign body in patient (clip deployed on chordae) is the result of user technique. The reported patient effect of foreign body in patient (clip was a deployed and chords was noted to be grasp), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet and the clip deployed on the chords. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One ntr clip was successfully implanted at a2p2. A second clip delivery system (cds) was advanced however became entangled in the chords. The cds was retracted with no issue and then readvanced however became entangled again. The cds was retracted and then advanced a third time where the clip was able to be deployed. Post deployment, it was noted the clip changed position and the anterior leaflet detached (single leaflet device attachment (slda)). It was also noted the chords were grasped when the clip was implanted. A third cds was advanced however there was no room to deploy the clip between the first and second clips therefore the cds was removed and the procedure completed at this time with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.